Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter: (B)(6). It reported that the product was sent for preventive maintenance, later it was noticed that it required repair. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action was implemented a serial number logbook to correct this issue. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4), the device was previously repaired on (B)(6) 2017. On (B)(6) 2018 it was reported that the product was sent for preventive maintenance, later it was noticed that it required repair. The initial inspection showed that the hose was damaged and the swivel o-ring was worn. The calibration was out at zero setting only and the monitor rpm was in specification. The hose and o-ring were replaced on the device. The device was tested and calibrated to specifications. Reference number (B)(4) dated sep 27, 2018. While this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported while being serviced for annual/preventative maintenance that the device hose was damaged and the o-ring was replaced. No adverse events were reported as a result of this malfunction.